Event description:
Withdraw about a pint of fluid from her right knee [knee effusion] knee swelled severely [knee swelling] pain was awful [knee pain] case narrative: initial information received on 11-jun-2019 from canada regarding an unsolicited valid serious social media case received from the patient. This case involves an elderly female patient whose knee swelled severely, pain was awful (latency: within 5 hours) and withdraw about a pint of fluid from her right knee (adverse event of special interest) (latency: unknown), after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of 2000, the patient started taking hylan g-f 20, sodium hyaluronate at the dosage of 6 ml at unknown frequency via intra-articular route (with an unknown batch number) for osteoarthritis. There will be no information available on the batch number of this case. On the same day, within 5 hours of having injection, patient's knee swelled severely, and the pain was awful. She returned to her physician to withdraw about a pint of fluid from her right knee. She then received a knee replacement. All the above-mentioned events were assessed as serious with the seriousness criteria of intervention required. Final diagnosis was withdraw about a pint of fluid from her right knee, pain was awful and severe knee swelled severely. Action taken: not applicable for was withdraw about a pint of fluid from her right knee, pain was awful and severe knee swelled severely. Corrective treatment: knee replacement for all the events. Outcome: recovered for all the events. A product technical complaint was initiated for synvisc one (lot: unknown) on 24-jun-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final completion date of investigation was 24-jun-2019. Additional information was received on 24-jun-2019. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Withdraw about a pint of fluid from her right knee [knee effusion]; knee swelled severely [knee swelling]; pain was awful [knee pain]. Case narrative: initial information received on 11-jun-2019 from (B)(6) regarding an unsolicited valid serious case received from the patient. This case involves an elderly female patient whose knee swelled severely, pain was awful (latency: within 5 hours) and withdraw about a pint of fluid from her right knee (adverse event of special interest) (latency: unknown), after she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of 2000, the patient started taking hylan g-f 20, sodium hyaluronate at the dosage of 6 ml at unknown frequency via intra-articular route (with an unknown batch number) for osteoarthritis. There will be no information available on the batch number of this case. On the same day, within 5 hours of having injection, patient's knee swelled severely, and the pain was awful. She returned to her physician to withdraw about a pint of fluid from her right knee. She then received a knee replacement. All the above-mentioned events were assessed as serious with the seriousness criteria of intervention required. Final diagnosis was withdraw about a pint of fluid from her right knee, pain was awful and severe knee swelled severely. Action taken: not applicable for was withdraw about a pint of fluid from her right knee, pain was awful and severe knee swelled severely. Corrective treatment: knee replacement for all the events. Outcome: recovered for all the events. A product technical complaint was initiated and results were pending for same.